Manufacturer narrative:
Mfg site evaluation: samples received: 1 open and manipulated sample. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Without closed samples, complete investigation can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery.